Event description:
A malfunction was reported by the caller, which was identified as malfunction code 12 on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by cts in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if the issue reappeared.